Event description:
On (B)(6) 2012, additional information was received that high impedance was first seen at the time of surgery. X-rays were not taken. There was no patient manipulation or trauma that caused or contributed to the high impedance. The high impedance was attributed to the calcification. Attempts for the explanted lead have been unsuccessful. The patient's explanted generator was received on (B)(6) 2012.

Event description:
On (B)(6) 2012, the patient's explanted generator was returned. Product analysis results indicated that the elective replacement indicator (eri) was set. The battery was partially depleted and determined to be the result of normal expected battery consumption. The pulse generator module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Lead revision surgery took place on (B)(6) 2012. Attempts for product return have been unsuccessful. An implant card from the lead revision surgery received on (B)(6) 2012, indicated 'lead discontinuity' as the reason for revision.

Manufacturer narrative:
Description of event, corrected data: previously submitted MDR stated that the explanted generator was returned on (B)(4) 2012; however, the patient's explanted generator was received on (B)(4) 2012. This report is being submitted to correct this information.

Event description:
During generator revision on (B)(6) 2012 for end of service, diagnostics showed that the patient had high impedance. A new generator was implanted; however, diagnostics again showed high impedance and output status: limit. The surgeon stated that he saw a lot of calcification around the lead near the generator. The device was kept off as the patient did not consent for a full revision. A battery life calculation on (B)(6) 2012 indicated negative results. Lead revision surgery is likely but has not occurred.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected but did not cause or contribute to a serious injury or death.

Event description:
On (B)(6) 2012, the explanting facility reported that the lead had been discarded after explant.